Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was poor communication. Troubleshooting attempted included repositioning the antenna. The last successful charge session was on (B)(6) 2017 and the past time the patient felt stimulation was on the (B)(6). The caller reported that they would attempt to reset the implantable neurostimulator recharger (insr) and call again if they needed more help. Additional information was received from the consumer on (B)(6) 2017 reporting that they saw the reposition antenna screen. The patient had performed a reset but the issue did not resolve. The consumer had not tried communicating with the patient programmer and did not have the patient programmer with them. They were going to call back when they found their programmer to see if it was able to communicate with the implantable neurostimulator (ins). No further complications were reported.

Event description:
Additional information received from the patient indicated that they were not able to communicate with their ins using their programmer. The patient stated that they contacted a manufacturing representative to recharge their battery and resolve their issues. The patient¿s weight at the time of the event was (B)(6). On (B)(6) 2017 the manufacturing representative confirmed that the patient¿s ins was in overdischarge. The patient was non-compliant with recharging. A trickle charge was done, and the power on reset (por) was cleared. The issue was resolved. No further complications were reported.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the patient programmer and implantable neurostimulator recharger (insr) were both unable to communicate with the implantable neurostimulator (ins). The patient was redirected to their health care professional (hcp). No further complications were reported.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.